Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported on july 10, 2016 they were having problems with back pain and experienced a loss of therapy. It was so painful the consumer turned the device completely off and was wondering if their wires "came loose."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.